Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported error and replaced the distal setup joint (suj) and universal surgical manipulator (usm) 2 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive da vinci products involved with this complaint to perform failure analysis. Failure analysis of the distal suj is in progress at the time of this report. The usm was returned for failure analysis and the reported error 23138 issue was not confirmed and not replicated during failure analysis (fa). For clarification, although the reported event was confirmed to have occurred in the field logs, error 23138 was on suj tornado and not on this returned unit, this event was determined to be due to another part. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected and was able to power cycle 5 times with no errors. The unit was then installed onto a pftp and passed all relevant testing within specification. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The failure analysis investigations and in-house testing of the returned usm revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 23138 on the universal surgical manipulator 2 (usm2). The customer had already abandoned the usm2 and stowed it prior to calling in the issue, then continued the case with the remaining usms. The technical service engineer had the customer hard power cycle the system after the case completion but the error remained. The customer noted that they would continue using the remaining three usms for the following cases. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer completed the case with the remaining arms. The issue caused a surgical delay of 10 minutes.